Event description:
Customer reported experiencing high blood glucose of 500 mg/dl, treated with injections. Customer's was going to change the reservoir and noticed the insulin was pooling in the reservoir compartment. The customer's mother stated the top of the reservoir was extremely wet and it seems that is where the leak occurred. Leak was located reservoir compartment and insulin inside the case. No cracks noted in the reservoir. The snap cap was loose and o-rings are even. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. No moisture damage was noted on the electronics. The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-5604.